Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device still implanted in patient.

Event description:
It was reported that the original surgery for this patient took place in (B)(6) 2015. A revision surgery needs to be rescheduled, as the patient has acquired an infection.